Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged side rail weld with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.